Manufacturer narrative:
Cts explained that it has been reported that for blood samples taken from recently transfused patients, there is a tendency for donor rbcs to be concentrated at the bottom while autologous rbcs at the top of the sample tube following centrifugation, due to the differences in donor/patient rbc densities. Per design the ocd provue aspirates the cells from the bottom of the sample tube where the transfused rbc cells generally concentrate. If the patients did not receive the exactly matched donor blood, e.g. Type o blood to type a patient, rhd negative blood to rh d positive patient or vice versa. Discrepant rbc typing results could be generated due to this phenomenon. Depending on the amount of blood transfused and the donor/recipient blood type, false negative result could be generated for abo typing when type o blood was given to non-o patients, false negative or false positive rh d typing result could be generated for rh d unmatched transfusions, and false negative or false positive result could also be generated for other non-abo/d rbc antigen typing. The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting false negative reaction when provue should have reported them as "mixed field". According to customer, sample of group ab, rh positive is showing negative in the anti- b microwell on provue but was later identified as "mixed field type " reactions using tube method.